Manufacturer narrative:
The device remains actively implanted. To date, there is no further information concerning this report and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d exhibited loss of pacing due to noise. Evaluation of the electrogram showed asystole for greater than 2 seconds. The right ventricular lead (rv) was explanted and a new rv lead successfully implanted and the issue was resolved. The patient never became symptomatic and no adverse patient effects have been reported.